Event description:
It was reported that, "noticed something odd when priming the safe step. Primed, but air enters. Canceled due to the possibility of cracks. Opened another bag to deal with the issues. There was no reported patient injury." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is unconfirmed because the problem could not be reproduced. One 22 ga x 0.75 in. Safestep infusion set with y-site and one 25 ml syringe was returned for evaluation. An initial visual observation revealed saline use residues throughout the returned product. The syringe was returned attached to the proximal luer of the safestep infusion set. A functional test of attempting to infuse water into the safestep device revealed no obvious leaks throughout the device. A functional test of attempting to pressurize the infusion set revealed no leaks throughout the returned device. A functional test of attempting to aspirate through the infusion set revealed aspiration to be successful without an obvious air leak. A microscopic observation revealed nothing remarkable throughout the returned infusion set. Because the problem could not be reproduced, the complaint is unconfirmed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that, "noticed something odd when priming the safe step. Primed, but air enters. Canceled due to the possibility of cracks. Opened another bag to deal with the issues. There was no reported patient injury." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.